Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative (rep) regarding a patient who was receiving 10 mg/ml morphine at 20.991 mg/day via an implantable pump for spinal pain. It was reported that there were several motor stalls and recoveries between the dates of (B)(6) 2016. The patient had not recently had an MRI. It was noted that the patient had withdrawal symptoms on (B)(6) 2016, which was considered a sudden change in symptoms. The cause of the motor stalls was not determined. The pump was replaced on (B)(6) 2016. On (B)(6) 2016, a motor stall occurred at 11:50, with a recovery on (B)(6) 2016 at 09:23. On (B)(6) 2016, a motor stall occurred at 18:29, with a recovery on (B)(6) 2016 at 06:00. On (B)(6) 2016, a motor stall occurred at 21:10, with a recovery on (B)(6) 2016 at 07:23. On (B)(6) 2016, a motor stall occurred at 14:41 with a recovery on (B)(6) 2016 at 18:20. On (B)(6) 2016, a motor stall occurred at 20:44 with a recovery on (B)(6) 2016 at 10:45. On (B)(6) 2016, a motor stall occurred at 13:13 with a recovery on (B)(6) 2016 at 09:44. On (B)(6) 2016, a motor stall occurred at 18:08 with a recovery on (B)(6) 2016 at 03:07. On (B)(6) 2016, a motor stall occurred at 08:01 with a recovery on (B)(6) 2016 at 19:12. On (B)(6) 2016, a motor stall occurred at 00:40 with a recovery on (B)(6) 2016 at 16:47. On (B)(6) 2016, a motor stall occurred at 21:39 with a recovery on (B)(6) 2016 at 14:00. On (B)(6) 2016, a motor stall occurred at 08:42 with a recovery on (B)(6) 2016 at 18:39.

Manufacturer narrative:
Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code 12 because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
Analysis of the pump revealed corrosion on gear wheel three, and shaft wear on the upper shaft of gear two. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.